Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed low level noise on the right ventricular lead and also episodes of high capture thresholds and one episode of low pacing impedance. The patient was brought to the clinic on (B)(6) 2016. Upon device interrogation, an episode of high ventricular rate showing true right ventricular lead noise was noted; all other electrical measurements were in range. The patient is not pacemaker dependent and was asymptomatic. The physician elected to take no action and would continue to monitor the patient.